Event description:
As reported, the balloon of a .014 5.0x20 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter was inflated to its nominal pressure several times, but it was unable to be expanded. The pressure rated was raised, the balloon was inflated several times, but it ruptured. The device was replaced with a non-cordis balloon catheter and the procedure completed. There was no reported patient injury. The access site and target lesion was the femoral artery. This was a balloon pulmonary angioplasty (bpa) case. The product was stored, handled, and prepped properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use nor was there difficulty removing the product from the packaging. There was no difficulty removing the product from the hoop nor the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. There was no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). There was mild lesion calcification, and the vessel was mildly tortuous. The percentage of stenosis was 80%. The device was not used for a chronic total occlusion (total occlusion >3 months). The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82235046 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a .014 5.0x20 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter was inflated to its nominal pressure several times, but it was unable to be expanded. The pressure rated was raised, the balloon was inflated several times, but it ruptured. The device was replaced with a non-cordis balloon catheter and the procedure completed. There was no reported patient injury. The access site and target lesion were the femoral artery. There was mild lesion calcification, and the vessel was mildly tortuous. The percentage of stenosis was 80%. The device was not used for a chronic total occlusion (total occlusion >3 months). This was a balloon pulmonary angioplasty (bpa) case. The product was stored, handled, and prepped properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use nor was there difficulty removing the product from the packaging. There was no difficulty removing the product from the hoop nor the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). The device was returned for analysis. One non-sterile aviator plus .014 5.0x20 142cm percutaneous transluminal angioplasty (pta) unit was received for analysis inside a plastic bag. Per visual analysis, a rupture was observed on the balloon of the aviator plus .014 5.0x20 142cm catheter complaint unit. The rupture is extended all along the balloon of the unit, from the proximal area of balloon up to the distal portion of the balloon. No other anomalies could be observed by the naked eye. Per functional testing, a lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and pressure was applied. A leakage was observed at a rupture in the balloon. No other anomalies were observed. During microscopic analysis, a scanning electron microscope (sem) was performed to the received balloon unit to identify the possible root cause of the balloon rupture. Results showed that aviator plus balloon catheter presented evidence of a ruptured condition and scratch marks near the damaged area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface probably led to the damaged condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82235046 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed via device analysis. Additionally, due to the rupture found, the reported ¿balloon inflation difficulty¿ was confirmed as the ruptured balloon would not allow for proper balloon expansion as stated in the event description. A rupture was observed along the entirety of the balloon during inflation testing. The outer surface of the balloon presented evidence of scratch marks adjacent to the rupture. Vessel characteristics of calcification, tortuosity, and 80% stenosis likely contributed to the reported event as evidenced by sem analysis. According to the warnings in the safety information in the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon¿. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.